Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned transbronchial aspiration needle device was evaluated. A visual evaluation revealed that the needle was retracted upon receipt. The device was noted to be kinked in several places. A functional evaluation revealed that the needle will extend and retract. It is possible that the sheath may have kinked inadvertently, due to the force applied to the device during its advancement into the scope or tissue. A kinked or clogged sheath could prevent the needle from retracting back into the sheath; however, in this specific incident, the device was found to be retracted into the sheath upon receipt. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the complainant, during the procedure, the needle bent when attempting to penetrate the patient's tissue. The needle was then unable to be retracted into the sheath. Another transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the complainant, during the procedure, the needle bent when attempting to penetrate the patient's tissue. The needle was then unable to be retracted into the sheath. Another transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.